Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2017 with the following findings: a review of the pump¿s black box data showed cs 078 call service alarms. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with no call service alarms occurring. The complaint of a cs 078 call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.